Event description:
It was reported by customer that several malfunction incidents with the bd vacutainer® push button blood collection set. Specific dates of occurrence or patient impact was not provided. Only one of these malfunctions is reportable. Air pockets within the tubing. The following information was provided by the initial reporter: customer reported a series of malfunctions with the push button collection set. 4. Slow blood flow and accumulation of air pockets within the tubing: it is noticeable that the tubing is longer than that of the previous blood collection set. However, I'm unsure if this is a contributing factor. This can also affect the proper filling of the blue top tubes.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for air bubbles was observed. The failure modes of preactivation and damaged needle point were not observed. The pictures were previously evaluated under pr# (B)(4) for leakage. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode air bubbles.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by customer that several malfunction incidents with the bd vacutainer® push button blood collection set. Specific dates of occurrence or patient impact was not provided. Only one of these malfunctions is reportable. Air pockets within the tubing. The following information was provided by the initial reporter: customer reported a series of malfunctions with the push button collection set. 4. Slow blood flow and accumulation of air pockets within the tubing: it is noticeable that the tubing is longer than that of the previous blood collection set. However, I'm unsure if this is a contributing factor. This can also affect the proper filling of the blue top tubes.